Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 38.8 months, displayed an elective replacement indicator (eri) with a monitoring voltage of 2.67v and a charge time of 25.3 seconds. At an appointment three months earlier, the monitoring voltage was 2.88v.